Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The customer has confirmed that they have had no further issues.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that controls were outside of range for all tests on the cobas e 411 immunoassay analyzer (e411). The customer tried to run new controls, but control recovery was still out of range. The customer stated that two patient samples were tested for different assays prior to the control outage and these were repeated. Of these, one patient sample had an erroneous result that was reported outside of the laboratory for the elecsys troponin t stat assay (tntstat). The sample initially resulted 0.4 ng/ml and this value was questioned since the patient had a previous tntstat value of 1.4 ng/ml. The sample was repeated on a different e411 analyzer, resulting as 1.4 ng/ml. The sample was also repeated again on the complained analyzer, resulting as 0.4 ng/ml. The 1.4 ng/ml value from the other e411 analyzer was believed to be correct. The patient was not adversely affected and did not receive treatment based on the erroneous result. The tntstat reagent lot number was 21415801, with an expiration date of 01/31/2018. The field service engineer determined that the measuring cell failed. He replaced the measuring cell. The system initialized without errors. All calibrations and controls were within range.